Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal procedure was performed on (B)(6) 2014, due to a non union of a proximal humerus. The original implant date is unknown. It was reported that the hardware did not break. The hardware removal was due to not healing properly. It was reported that the surgeon removed a 9mm titanium cannulated proximal nail, 40mm titanium spiral blade and an unknown screw, quantity unknown. The surgeon removed the hardware and the patient was revised to a plate. The procedure was successfully completed with no patient injury reported. This is report is for the 9mm titanium cannulated proximal nail 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information, it was reported, the surgeon performed bone grafting procedure and revised the patient to a plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.